Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 5/3/2019. Device evaluation summary: it was reported that a 40-year-old female underwent primary breast augmentation with an mentor smooth round high profile 330cc saline prosthesis and experienced left sided deflation post procedure. The analysis results show that the device appeared intact.leak testing revealed there was leakage from the valve. No additional anomalies were observed. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. The reported complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The manufacturing record evaluation was performed for the finish lot number 5660082 and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 4/10/2019. The impacted product, previously reported as unknown saline, was a mentor smooth round high profile 330cc saline prosthesis. Section d has been populated with all available information. The device was explanted on (B)(6) 2019. 2. Is other serious- uncheck. 2. Is required intervention- check. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. The mentor failure analysis lab received the device for evaluation on 4/22/2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent primary breast augmentation with an unknown mentor saline prosthesis and experienced left sided deflation post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.